Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a mobi-c implant disassembled in the disc space and was difficult to remove from the inserter. The implant was replaced and the surgery was completed with only a 5-7 minute delay and no patient impact.

Manufacturer narrative:
The device was not returned so an evaluation is unable to be performed, and the failure modes could not be confirmed from the photo provided. Root cause: a definitive root cause cannot be determined, but disassembly of the implant could be caused by off-axis forces applied to the device while within the disc space, causing the implant to prematurely release from the inserter. Difficulty releasing the implant from the inserter could be caused by turning the unlocking key the incorrect direction. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a mobi-c implant disassembled in the disc space and was difficult to remove from the inserter. The implant was replaced and the surgery was completed with only a 5-7 minute delay and no patient impact.